Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken tube was observed. The brown substance visible in the photo is additive that has dried due to the tube breakage. A perforated stopper was not observed in the photo. Additionally, retention samples from bd inventory were evaluated by visual examination and no defects involving broken tubes, foreign matter, or stopper damage were observed. Bd was not able to determine a root cause for the tube breakage from the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® acd solution b blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the pack the tube was found with a foreign sediment in the bottom."